Event description:
It was reported that the patient presented in clinic with diaphragmatic stimulation. The stimulation was due to the position of the left ventricular lead in the vasculature. The device and lead were replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.